Manufacturer narrative:
This is an initial report. An investigation is in process. The product has been requested back. A final report will be submitted when the investigation is completed.

Event description:
The customer called, reporting they were receiving readings in a wrong unit of measure and a battey icon on their unlocked freestyle meter which is the indication that the meter may have exhibited a memory overwrite malfunction. There was no report of death, serious injury or mistreatment.